Event description:
It was reported that during a procedure, the lead was unable to be implanted. The lead was not used and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of " lead was not stable" was not confirmed. As received, a complete lead was returned in one piece with all tines intact. Final analysis found no anomalies.